Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 3006705815-2019-02074. It was reported the patient experienced lead migration. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Reportedly, therapy was restored post operatively.

Event description:
Related manufacturer reference number# 3006705815-2019-02074.